Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. The surgeon used eyefill as viscoelastic (ovd) and a 1mtec30 cartridge. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The complaint was ''gathered by the customer april 2015''. The exact date was not provided. If explanted, give date: not applicable; lens remains implanted at time of report. Eyefill viscoelastic; 1mtec30 cartridge lot no. Cp00973 (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.